Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: robotic xi laparoscopic ovarian cystectomy. Event description: during robotic xi assisted laparoscopic ovarian cystectomy two separate 5mm specimen bags broke during specimen retrieval. It was discovered that downward pressure of the deployed bag will put pressure on the white plastic housing connector that hold the metal stays to the retraction device and this piece will dislodge from the shaft causing it to pop off when the handle is retracted to cinch the bag closed. Instead of the metal stays retracting into the device shaft, the white piece pops off, and the stays fall off with it. Pieces that fell into the peritoneal cavity were retrieved and abdomen visually inspected for fragments with endoscope. Pieces were compared to intact specimen retrieval bag, and an intraoperative x-ray was taken to confirm no retained foreign material. Intervention: used a third bag successfully patient status: patient is fine.